Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements of greater than 125 ohms. Shock polarity has already been programmed to initial (rv-) and all shocks to maximum energy. The upper limit was set to 150 ohms, and the health care professional (hcp) will continue to monitor. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.